Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "extraction of well-fixed extended porous-coated cementless stems using a femoral longitudinal split procedure" written by satoshi nagoya, mikito sasaki, mitsunori kaya, shunichiro okazaki, kenji tateda and toshihiko yamashita published by eur orthop traumatol (2015) 6:417¿421, doi 10.1007/s12570-015-0322-2 29, online on 29 august 2015 was reviewed for MDR reportability. The article's purpose is to introduce a useful extraction procedure for well-fixed femoral stems and report the clinical results. The date includes 12 patients in which 11 are noted to have implanted depuy products. Each patient is captured in linked complaints. This complaint captures case 4 of a (B)(6) year old female with a r aml plus stem with an ingrown fixation and a duraloc cup with conventional poly enduron liner and a cocr femoral head who required all implants to be explanted due to late infection.